Event description:
It was reported that the surgeon found the chamber to be leaking before surgery. He changed to another product and finished the operation safely.

Manufacturer narrative:
(B)(4). The device was patent, passed siphon and reflux testing and was within specs for pressure-flow and preimplantation testing. However, it did not meet the requirements for leak testing due to a small tear in the top of the delta chamber. It is unk how or when this damge occurred. The instructions for use that accompany the product caution that care should be taken in handling the product as silicone has a low cut and tear resistance. A review of the mfg records showed no anomalies. No pt impact was reported. All of our valves are 100% tested at the time of manufacture.